Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a continuous alarm was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. The device history record review shows pump failure of membrane screen dented. Pump was reworked and passed all subsequent testing.

Event description:
The facility reported a colleague infusion pump with a malfunction of continuous alarm. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.